Event description:
The lay user/patient contacted lfs alleging that their onetouch verio meter powers off during use. The patient did not seek any medical attention or contact their physician for assistance. The patient denied exhibiting any symptoms. This is not the first time the product was being used. The batteries did not need to be replaced. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the power issue was not resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a resistor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.